Event description:
Two physicians have provided information regarding a patient that has had deterioration in vision over the past six years following intraocular lens (iol) implant surgery. The deterioration has become progressively worse over the past three months. Upon examination, the iol appeared to have, what was described by one of the surgeons, as very little cracks in the iol material. Additional information has been requested.